Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. During an unknown procedure, the suture is coming off the needle. There were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. H6 component code: g07002 - device not returned. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The single complaint was reported with multiple events. There are no additional details regarding the additional patient events. If further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: we could not send the suture back because the doctor needed it and we never received anything to send it back in. The suture was sliding off the needle while he was performing a surgery. It happened multiple times while in surgery. Sorry that we do not have anything to send back.